Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor became unpaired from the ilet while the user continued to receive glucose readings in the dexcom app, and pairing to the ilet failed until the user toggled settings, restarted the device, and re-entered the pairing code to restart the pairing process. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting and user-guided reboot and re-pairing steps. Investigation of this case revealed a communication or pairing failure between the cgm and the ilet without evidence of hardware damage, consistent with transient connectivity or configuration error. It was concluded, based on previously established findings for similar reports, that the cause was temporary communication disruption attributable to software or bluetooth connectivity.